Event description:
Complainant alleged that during the biomedical engineering department's routine testing and preventative maintenance, the device displayed error message code "error 44" on the monitor screen and would not charge over 59 joules. The complainant indicated that there was no patient involvement in the reported failure.